Event description:
Allegedly pt rejected the putty after used in the foot. The site is located midfoot - tarsal connection joint, cuneiform metartarsal 1, 2, 3 joints. Complaint symptoms: inflammation, drainage, wound breakdown, pain. No other grafting agents used. The infection culture was negative. A sub-q closure was used. The complaint was resolved by I&d x 2, 3 weeks later and hardware was removed. The pt wound is currently healed.